Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pacemaker was at eri and the rv lead was capped due to impedances greater than 3000 ohms in both bipolar and unipolar configurations with no capture. Clavicular crush was suspected. There were no adverse patient side effects reported.